Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell. The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) instructed the hp to cycle power to clear alarm and advised use of new disposables. No additional information is available at this time.

Event description:
(B)(4). Same case as 2134265-2010-05199. It was reported that during a coronary artery stenting treatment procedure incomplete stent apposition occurred. Target lesion #1 was located in the mid left anterior descending artery with 95% stenosis and was 13 mm long with a reference diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 16 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. Target lesion #2 was located in the 1st diagonal with 100% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and implanting a 2.25 mm x 12 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated the night of this incident she had stacked her bags which likely caused the bag to fall. The hp stated she spoke with her nurse and is aware that she should not stack the bags. The hp stated she now is using a small end table and has it pushed against the wall. The hp stated it's still not an ideal set up; however, she simply doesn't have a bigger table. The hp stated she puts the supply bag on the table now and the wall protects the bag from falling. The hp stated this is working as she has not had any repeat events. The hp confirmed no infection developed from the reported event and she has been doing fine with therapy. The hp confirmed lot information is not available. (B)(4).

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the supply bag falling and disconnecting. The hp stated the night of this incident she had stacked her bags which likely caused the bag to fall. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).